Event description:
It was reported that during a hysterectomy procedure, the staples were not formed properly. Another device was used to complete the case. There were no adverse consequences for the patient.

Event description:
It was reported that a perforation occurred during use of a xience v stent. Two graftmaster stents were implanted but did not completely cover the perforation. The patient subsequently died. In the first week of (B)(6) 2010, severe stenosis was observed in the patient's right coronary artery and was treated medically. On (B)(6) 2010, the patient presented again with chest and arm pain, mild elevation of troponin and EKG changes and was taken to the cath lab for percutaneous coronary intervention. An attempt was made to direct stent the posterior diagonal (pda) and posterolateral branch, but non-abbott stent would not pass the proximal portion of the rca. Several pre-dilatations were then performed with 3.0 x 20 and 2.5 x 08 voyager balloons. A 3.5 x 28 xience v stent was deployed in the proximal right coronary artery (rca), but it did not cover the whole rca. Three additional 3.0 x 12 mm xience v stents were deployed in the mid rca, reducing the stenosis to 0%. After the 3rd 3.0 x 12 stent was deployed a perforation was observed in the mid rca. A 3.0 x 12 graftmaster stent was deployed in the area thought to have the maximum of the perforation. It helped seal a significant amount of the leakage, but there was still proximal leakage; therefore, a 3.5 x 19 graftmaster was deployed. It also helped, but did not completely seal the perforation. At this time there were some equipment problems and the x-ray equipment shut down at least 3 times, having to wait 2-3 minutes for the equipment to come back.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. Dilatation catheter: voyager 2.5x08, 3.0x20 (x2); maverick 3.0x15; guide wire: whisper; stent: cypher 2.5x13. Graftmaster(12744-12, (B)(4)) and (12745-19, (B)(4)) are being reported under separate medwatch report numbers. The patient started having thrombosis into the mid rca, thought to be due to poor outflow due to severe stenosis of the distal rca as well as the pda and posterolateral branch. A thrombectomy device was needed at this point, but a complete equipment failure occurred. An intra-aortic balloon pump was placed (without fluoro or x-ray machine) and venous access was established for placement of a pacemaker. After 10 minutes without equipment, the patient became hemodynamically unstable and CPR was started. The thrombectomy device was then used in the rca which was totally occluded and flow was established into the rca and pda; however, the patient continued to be hemodynamically unstable and continued to be in ventricular arrhythmia. Pericardiocentesis was performed, but it was unclear if the blood was in the pericardium or not. Resuscitation continued for three and a half hours, but the patient did not recover and probably had a stunt myocardium. The physician further states that the 2 graftmaster stents sealed the leakage up to 95 % and he feels the failure of the equipment in a very critical time contributed to the stent thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported perforation, hypotension, thrombosis, ventricular tachycardia (ventricular arrhythmia) and death are known adverse events listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, or design. It was reported the xience v stent was implanted distal to a previous stent. It should be noted the IFU states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. In this case, the implanting of the stent distal to a previously implanted stent does not appear to have contributed to the reported patient effects.